Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.a lot history review (lhr) of regv3424 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "5fr guidewire folds over on itself in ir placement." Additional information provided: it was reported by the customer, that the catheter was sutured in place after insertion. No harm to the patient reported.